Manufacturer narrative:
The reported event of failure to remove setscrew from header was confirmed. As received, the device was found electrically normal above elective replacement indicator (eri). Analysis found the ventricular setscrew was stripped by the users of the torque wrench during the explant procedure. Nothing was found in the setscrew inset to cause the wrench to strip the inset. No setscrew or connector block thread anomalies were found. The DHR sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The product passed all quality control tests prior to its distribution. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2021-36911, related manufacturer reference number: 2017865-2021-36912. It was reported that the patient's pacemaker system had an unspecified infection. Additionally, the pacemaker had a set screw failure. The pacemaker system was removed. The patient was stable.